Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: 17390-02, mfg: 02/01/2007, exp: 07/31/2011; lot: 15906-01, mfg: 09/14/2006, exp: 07/30/2011.

Event description:
International customer reported that a pt developed a hematoma two days following a bilateral inguinal hernia repair. The pt underwent insertion of a surgical drain to reduce the hematoma. Full resolution was reported on 12/01/2007.